Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 1.1, ref: 2.6, mean: 1.85, confidence limits: 1.2-2.3. *1.4 inr is excluded from comparison test done on the same day. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Inr result provided by the customer is registered on memory, but it is not within the confidence limits. Based on memory, customer utilized strip code 729n5 with strip lot 070770a, which had expired on march 2009. No further investigation and trending is required. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1, inratio: 1.1, lab: 2.6. Patient: 2, inratio: 1.4, lab: ng.